Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-24. H6: investigation summary: bd received a 22 gauge insyte autoguard blood control unit from lot 0279744 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. The unit was then measured for swage depth and was found to be within product specifications. The catheter appeared to be connected to the device and could not be separated during inspection. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub when removing the needle. The following information was provided by the initial reporter: "the nurse was starting the IV and on removing the needle the plastic portion dislodged as the needle was retracted leaving only the winged blue portion."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub when removing the needle. The following information was provided by the initial reporter: "the nurse was starting the IV and on removing the needle the plastic portion dislodged as the needle was retracted leaving only the winged blue portion."